Event description:
When opening the outer box to a sterile packaged implant, the inner packaging seemed to have lost its vacuum and therefore both the sales rep and the surgeon questioned the integrity of the product. An available product of the same description was used instead. The case was completed as planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.